Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that there was normal battery depletion and coupling issues. They were unable to maintain any bars on the recharger. They were able to get two bars but could not keep them. An x-ray was performed at the physician's office. No troubleshooting was performed but would be in the future. The issue was not resolved and the cause was not determined. No patient symptoms reported. It was later reported that the results of the x-ray was unknown. No additional troubleshooting or intervention was taken or planned. The patient could not charge effectively. The rep later reported an x-ray had been performed. The patient's battery was not flipped. The patient was seen by a manufacturing representative that worked for over 30 minutes using the battery finder and they could not get more than 2 bars. Palpating the battery was difficult. It looked to be either too deep, or it was not in a flat plane, so that the charger could not find and keep a connection. It was believed that the patient could not charge effectively. The patient was following up with the physician. The patient later reported that she met with several reps. Th e patient had a ¿pre-charged¿ battery put in that would not have to be charged and that would last for 5-7 years. It was noted that the patient had a history of spinal pain.